Event description:
Adr reported information: on (B)(6) 2024, when the ward nurse was preparing to measure blood glucose for patient((B)(6) the nurse found that the tear drop label of the disposable injection pen needle had fallen off and the nurse could not confirm whether it was sterile, so the nurse replaced it with a new disposable injection pen needle. On (B)(6) the call center called customer to verify the information, but the call is not connected. If any update will be sent by email. Sample availability? Unknown sample availability details: unknown.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (component code, type of investigation, investigation findings, & investigation conclusions). Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.